Manufacturer narrative:
The following events are minor in severity and need to be un-reported: e1402- breast pain & (breast deformity), e020201- anxiety, e020202- depression.

Event description:
Company representative reported "possible rupture". Later, patient reported "tear in contralateral side", "pain", "discomfort" and "extremely anxious about the long-term effects this may have on my body". Later, patient reported "ongoing pain", "breast deformity", "symptoms consistent with breast implant illness (bii)", "substantial suffering, loss of quality of life, and financial hardship" and "device defective and unfit for purpose". Later healthcare professional reported "asymmetry", "symptomatic problems" and "discomfort". Later, healthcare professional reported "depression", "anxiety", "damaged further patient's self- image which increases her negative view of herself, leading to low self esteem and exacerbation of depression symptoms" and "patient's level of anxiety regarding taking her jumpers, or any top off, has intensified, she cries every time she has to have a shower as she feels scared to look at herself or wash the upper part of her body". This record is for the right side. The device has been explanted and replaced. Device status is unknown.

Event description:
Company representative reported "possible rupture". Later, patient reported "tear in contralateral side", "pain", "discomfort" and "extremely anxious about the long term effects this may have on my body". Later, patient reported "ongoing pain" , "breast deformity", "symptoms consistent with breast implant illness (bii)", "substantial suffering, loss of quality of life, and financial hardship" and "device defective and unfit for purpose". Later healthcare professional reported "asymmetry", "symptomatic problems" and "discomfort". Later, healthcare professional reported "depression", "anxiety", "damaged further patient's self- image which increases her negative view of herself, leading to low self esteem and exacerbation of depression symptoms" and "patient's level of anxiety regarding taking her jumpers, or any top off, has intensified, she cries every time she has to have a shower as she feels scared to look at herself or wash the upper part of her body". This record is for the right side. The device has been explanted and replaced. Device status is unknown.

Manufacturer narrative:
Clarification to h6: health effect - clinical code e2402 represents the reported events of visibility/palpability ("breast deformity" and "I felt you could see where my real breast was and the implant started", "my breasts seemed to be a different size") and varied injuries ( "substantial suffering, loss of quality of life" and "device defective and unfit for purpose"). A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, varied injuries, visibility/palpability, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, varied injuries, pain.